Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump with an unknown indication for use. No drug information was provided. It was reported the patient had voiced concerns about past catheter failures to their doctor, but their doctor wasn¿t concerned about that. The patient realized that in itself wouldn¿t explain abdominal pain. No patient symptoms were reported related to the past catheter failures.